Event description:
It was reported that the lead exhibited high thresholds, high impedances, and high sensing integrity counter (sic). The lead was cap ped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.